Manufacturer narrative:
Customer discarded product.

Event description:
It was reported that after a surgical procedure at the user facility, the surgeon mistakenly used an inappropriate blood filter with the device. There was no affect to the patient, no medical intervention, and no adverse consequences reported.